Manufacturer narrative:
Product analysis summary: stent was positioned between the marker bands but not meeting specifications due to deformation of the proximal stent wraps. Deformation was evident to the 16th to the 20th distal stent wraps with struts raised. There is a white/clear gel like substance underneath the lifted deformed stent strut. There is evidence that the proximal balloon pillows are slightly disturbed. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a mandrel most likely due to hardened blood in the guide wire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent and two resolute integrity rx coronary drug eluting stents to treat a moderately tortuous, severely calcified lesion exhibiting 70-80% stenosis located in the obtuse marginal (om). The devices were inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used during delivery. The lesion was first pre-dilated using a 2.00x12mm sprinter legend balloon. It was reported that an attempt was made to treat the lesion with the resolute onyx stent (ronyx22538x), but it failed to cross the lesion. The stent was removed from the patient and the guide catheter was changed to a different sized guide catheter to provide better support. An attempt was then made to use a resolute integrity stent (rsint22522x) to treat the lesion, however, it also failed to cross and it was indicated that it was also too long for the lesion, the device was not deployed in the patient. The lesion was then pre-dilated again due to its high calcification using a 2.0x12mm nc-euphora balloon. An attempt was then made to treat the lesion using a resolute integrity stent (rsint22518x); however, stent deformation to the proximal part of the stent occurred while attempting to cross the lesion, the device was not deployed in the patient. The procedure was completed using another resolute integrity stent of the same size (rsint22518x). Device analysis has confirmed stent deformation was evident on rsint22518x. An attempt was then made to use an in pact falcon ptca balloon catheter to balloon the distal rca post stenting of the proximal plv branch with a resolute onyx stent (ronyx27518x). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device failed to cross/position at the lesion. The distal lesion was left untreated. The patient is reported to be alive with no injury.